Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. The brand name, catalog number, lot number and device manufacture date were unknown. Concomitant med products and therapy dates: minimal access attachment device, (B)(6) 2020. PMA/510(k) number is unknown. Device evaluation: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: the part number is unknown; therefore, the gtin is unknown. A UDI cannot be generated

Event description:
It was reported that during a minimal invasive micro disc removal surgery of the spine, it was discovered that the drill bit device broke off and became stuck inside the attachment device. It was reported that the device started smoking and smelling during the surgery. There were no delays to the surgical procedure. It was not reported if a spare device was available for use. It was reported that the surgery was completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device and determined that the reported condition that the device was smoking was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that there was a piece of broken cutter device stuck inside the attachment device. The attachment device was taken apart and it was noted that there was excessive corrosion, and medical debris in the locking mechanism assembly, preventing the lock tabs from releasing the cutter device causing the failure. The piece of the cutter was examined using 25x magnification and rechecked on an optical comparator. It was noted that a full assessment of the device could not be performed due to the condition of which the cutter was received. It was determined that a piece of the cutter had broken off below the laser marking and therefore, the identification of the cutter and the lot number could not be identified. It was determined that the rest of the cutter was not returned. It was further determined that the root cause of the broken cutter was due to excessive lateral or side to side force. Therefore, the reported condition that the cutter device was fractured and could not be removed was confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance.